Manufacturer narrative:
Customer agreed to performing the recommended maintenance. Customer indicated that repeating samples tested with the incorrect solutions is considered. No erroneous results reported back to cts regarding the repeat testing. The investigation determined that the most likely root cause of this event is due to an operator error.

Event description:
Customer contacted cts to report the discovery of wash a and wash b solutions being switched in the wash solution containers after successfully testing several runs and the quality control.